Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2019, 5076-52 lead, implanted (B)(6) 2015, 6935m62 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a temperature. There was redness and drainage at the thoracotomy site. The cardiac resy nchronization therapy defibrillator (crt-d) and leads were explanted due to infection. No further patient complications have been reported as a result of this event.